Event description:
It was reported that loss of capture due to dislodgement was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.